Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also available for testing and evaluation, but has not yet been received. Additional information received will be submitted within 30 days upon receipt.

Event description:
When the package was opened, the stent was observed to have already expanded-inflated. At this hospital, the devices are stored on a shelf and in the box in which they are packed. Boxes are usually put together one above another. Like in a warehouse, they have a special room for storing devices beside the cat lab. When the product was received by the customer, the packaging was perfectly intact.